Event description:
It was reported that the physician could not tighten the lead into the header block during the implant procedure. The physician tried two different torque wrenches, one from the implantable neurostimulator (ins) and one from the lead kit and could see that the wrench would not advance and tighten the lead. The physician tried 3 or 4 times and was not successful. The ins was replaced and the new ins worked fine.

Event description:
Additional information received reported that the screw of the implantable neurostimulator (ins) would not engage in the lead. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 3058 serial # (B)(4) found the setscrew backed out too far. (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # v933653, implanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.